Event description:
It was reported that upon interrogation, the left ventricular lead exhibited high capture threshold. Fluoroscopy images revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition prior, during, and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.